Manufacturer narrative:
(B)(4). Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. It is possible that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that during an unknown procedure, the handle is cracked. There was no patient involvement or consequences. No additional information is available at this time.